Manufacturer narrative:
The insulin pump was received with critical pump error pump error 35 due to force sensor flex cable incompletely plugged in. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they tested their blood glucose and bloused and set temporary basal to 20%. The customer will be sent a replacement pump. The customer will return the pump for analysis.